Manufacturer narrative:
Product complaint #: (B)(4). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of a 5mm x 6.2mm x 3.9mm (neck) right posterior communicating artery aneurysm, the physician advanced the 4.5mm x 22mm enterprise (catalog #: enc452212/lot #: 10994282) stent through the prowler select plus (unk catalog & lot) microcatheter and an attempt was made to implant the enterprise stent but it moved out of position due to "vascular circuity." When the physician pulled the stent back, he discovered that it had prematurely deployed from the delivery wire in the microcatheter. The stent and microcatheter were removed from the patient, resulting in a loss of cerebral target position. The stent and microcatheter were replaced. The replacement enterprise stent was deployed in the desired location and well apposed to the vessel wall. Five unspecified coils were then placed in the aneurysm. Final imaging was obtained. The procedure was completed successfully, and no additional intervention was required. No patient complications occurred as a result of the event. There was no evidence of thrombosis or embolization. The surgery was not delayed due to the event. The products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected. There was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and an adequate and continuous flush was maintained through the devices. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of the enterprise. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torqueing required prior to introduction of the enterprise. The stent/stent delivery system and microcatheter did not appear damaged. There was no difficulty encountered advancing the enterprise through the microcatheter. The user did not apply undue force at any time. The physician pre-shaped the microcatheter and guidewire and the devices were advanced to 2/3rd position of the target aneurysm. An orbit galaxy complex coil was then deployed without incident. No further information could be obtained. A non-sterile 4.5mm x 22mm enterprise and prowler select plus microcatheter were received inside of a pouch. Upon receipt of the complaint devices, visual inspection was conducted. The delivery wire and introducer were found undamaged. The stent was found deployed in the hub of the prowler select plus microcatheter. Deployment could not be tested due to the condition of the returned device. The stent must still be inside of the introducer tube in order to conduct this type of functional testing. The delivery wire was inserted into the returned prowler select plus microcatheter, but the delivery wire could not be advanced beyond the compressed section of the microcatheter. There was also difficulty withdrawing the delivery wire from the microcatheter due to the observed compressions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report that the stent prematurely deployed in the microcatheter was confirmed; however, the exact circumstances/timing of the event cannot be determined based on the condition of the returned device. The customer report of deployment difficulty could not be evaluated since the stent was received deployed. The customer report of withdrawal difficulty was confirmed. Resistance was encountered as the delivery wire was removed from the compressed microcatheter. Deployment could not be tested to determine potential root causes of the event due to the condition of the returned device; however, it is possible that the compressions in the microcatheter may have contributed to the reported difficulty. The exact circumstances surrounding the observed compressions cannot be determined based on the condition of the returned device; however, it is likely that excessive force was applied to the device. 100% of devices are inspected in-process for damage. In addition, 100% of devices are further inspected for visible damage after pouching per the same procedure. Thus, it is very unlikely that the catheter left the manufacturing facility with the observed compressions. The introduction and withdrawal procedure of the enterprise vrd is technique-driven; requiring proper orientation and positioning of each component of the system. If the introducer is not fully seated and secured in the microcatheter hub during introduction or withdrawal or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move, and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. Deployment difficulty and withdrawal difficulty are known potential complications associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting the situations should they be encountered during use. Neither the product analysis nor the device history record review suggests that the failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural/handling factors, including vessel characteristics and device manipulation, may have contributed to the reported failures. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00829 & 1226348-2019-00830.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00829 & 1226348-2019-00830.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Concomitant med products due to character limitation: prowler 14 microcatheter, envoy guiding catheter, neuroscout guidewire. (B)(6). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00830.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of a 5mm x 6.2mm x 3.9mm (neck) right posterior communicating artery aneurysm, the physician advanced the 4.5mm x 22mm enterprise (enc452212/10994282) stent vascular reconstruction device through the prowler select plus (unk catalog & lot) microcatheter and an attempt was made to implant the enterprise stent but it moved out of position due to vascular tortuosity. When the physician pulled the stent back, he discovered that it had prematurely deployed from the delivery wire in the microcatheter. The stent and microcatheter were removed from the patient, resulting in a loss of cerebral target position. The stent and microcatheter were replaced. The replacement enterprise stent was deployed in the desired location and well apposed to the vessel wall. Five unspecified coils were then placed in the aneurysm. Final imaging was obtained. The procedure was completed successfully, and no additional intervention was required. No patient complications occurred as a result of the event. There was no evidence of thrombosis or embolization. The surgery was not delayed due to the event. The products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected. There was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and an adequate and continuous flush was maintained through the devices at all times. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of the enterprise. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torquing required prior to introduction of the enterprise. The stent/stent delivery system and microcatheter did not appear damaged. There was no difficulty encountered advancing the enterprise through the microcatheter. The user did not apply undue force at any time. A prowler 14 microcatheter, envoy guiding catheter, and neuroscout guidewire were also used in the case. The physician pre-shaped the microcatheter and guidewire and the devices were advanced to 2/3rd position of the target aneurysm. An orbit galaxy complex coil was then deployed without incident. There was no vessel tortuosity or calcification at the implant site. The products will be returned for analysis. No further information could be obtained.